Event description:
Material: 515052 lot:2401304. It was reported by the customer that the optima injector - 515052 is difficult to leur lock onto the bd 30ml syringe -302832, and will not fully leur together. There is a thread that is still showing and does not fully connect. Two different lot numbers from the optima injector have been used with the same lot of syringes and have had difficulty/not been able to connect them fully. 25apr2024: dchu contacted sales rep directly to clarify events. It was reported that while following up at the facility regarding issues with the optima injector and bd 30ml syringe, an additional injector lot was identified not to fully connect to the syringe luer. The product was unused when issue was identified. She was demonstrating product provided by the facility and found the injector and syringe would not connect properly at the luer. Photo provided shows one injector on the right, which is of an older lot where there was no issue connecting the devices. The injector displayed on the left is of initial lot 2310302. No obvious damage. Samples are available with sales rep. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample from lot 2401304, along with an adapter that is not manufactured by bd, was received for investigation. After proper decontamination of the devices, the products were visually inspected, no damage or defects were observed within the injector luer that could prevent a secure connection to a syringe or other mating component. Functional evaluations were performed, passing liquid from a syringe through the injector and connector, all luer connections between the injector and syringe were secure, no leakage at the luer connection was observed and no disconnection between the injector and syringe occurred. A device history review was performed for lot 2401304, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. All injectors could be successfully connected with a luer lock syringe without issue, verifying the connections were secure. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Dimensional testing was performed on the returned injector luers along with the adapter, verifying the injectors met all required specifications. It was noted, however, the adapter did not meet specification for what is indicated for our device. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.